Event description:
Reportedly, the confianza pro 12 guidewire was used in cto lesion at common illiac artery. When the physician attempted to get through the lesion with the guidewire, the guidewire was trapped in the lesion, and breakage of the guidewire was noticed. The broken fragment was left remained in the anatomy at the physician's discretion. No patient complication is reported as of the date.

Manufacturer narrative:
Investigation of returned devices revealed that the core wire was broken at 4mm and coil wire was broken at 13mm from tip end respectively. Sem observation of the core wire revealed the trace of rotational manipulation to the guidewire, counter-clock wise as well as clockwise direction, while core wire was broken after the rotation to clockwise direction. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. With the outcomes of the investigation, it is inferred that excessive rotational manipulation was given to the guidewire of which distal end was trapped in the target cto lesion, and that the rotational force might be accumulated at the distal end of the guidewire, resulting the breakage of the guidewire when the accumulated force exceeded the products design limit.